Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges the during mechanical ventilation; a burned hole was found in the (B)(4) heated wire circuit. Complaint indicates that the respiratory therapist forgot to turn off the heater after turning off the ventilator. The alleged burn hole was found in the proximal part of the circuit. There were no pt injuries as the pt was off the ventilator.